Manufacturer narrative:
This is our initial and final report on this incident.

Event description:
The customer reported that he missed an anti-c of a proficiency test with biotestcell 3 back in july. The customer has neither returned the supposedly defective product nor the proficiency survey sample that had caused a false negative test result. At the time the customer filed his complaint in october, the supposedly defective product was already expired. Therefore, a testing of the retained biotestcell 3 sample was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.